Manufacturer narrative:
Report is being retracted due to further communication to the site as they confirmed that no adverse event or death occurred. The original report was made due to a service site visit description which was an error. Report retracted.

Manufacturer narrative:
This report was received when customer called in for service. At this time patient info, patient medical history, patient signs/symptoms and equipment availability are currently unavailable. Haemonetics is working with customer to obtain needed information, once obtained, report will be updated.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality utilizing the pcs¿2 plasma collection system.